Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead were capped since "they were broken". No patient complications have been reported as a result of this event.